Event description:
Approximaltely ten minutes into dialysis treatment, air was noted in the system. After clearing the air, upon opening the saline line, which t's into the arterial line the "t" section separated from the tubing. There was no reported patient ill effect. The sample is not available for evaluation.